Event description:
It was reported that post implant a laparoscopic adjustable band, on (B)(6), 2010 there was difficulty accessing the port. The surgeon found that the hooks were not fully deployed and the port had moved. The port was replaced. The patient is fine.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.